Event description:
The ats45 stapler did not fire when the trigger was pulled; it made a weird ratcheting noise. When the stapler was removed from the tissue, only a few staples had deployed and the tissue was not cut.